Event description:
A zephyr valve was implanted on (B)(6) 2025. Following the valve placement the physician noted that one of the wings of the edc was missing. The physician found it into the lungs and retrieved it with a grasper.